Event description:
It was reported that, "the surgeon performed a revision surgery on (B)(6) 2010. It was because the cup was loosening due to an osteolysis. He scheduled to replace the cup, insert and head in this revision surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.